Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recq0952 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that after the insertion of a PICC the patient had an allergic reaction. It was stated that the PICC was removed and a new PICC was placed (the same type of PICC) and the patient did not have another allergic reaction. No other information is available regarding the event.